Event description:
The parent reported that the patient was not wearing the pod when medical attention was required because the pod in use had expired and was removed. While attempting to replace the expired pod on (B)(6) 2025, the controller fell off a table and the screen broke, preventing activation of a new pod. This resulted in the patient's blood glucose level rising from 275 mg/dl to 300 mg/dl. Following this increase, the patient experienced vomiting and stomach pain, leading the parent to seek medical care. Upon evaluation at the hospital, the patient was diagnosed with diabetic ketoacidosis. The patient was admitted for three days and received intravenous fluids and insulin injections. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.